Event description:
It was reported that the pt is experiencing discomfort at the ipg site due to weight loss. It was also reported the pt stopped recharging the ipg as recommended because she wasn't interested in doing so. As a result, the pt plans to undergo surgical intervention.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.